Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result when using the cobas® sars-cov-2 and influenza a/b test for use on the cobas® liat® system. The initial sample was nasopharyngeal collected in remel viral transport media which is on-label and tested using the cobas® liat® system s/n: (B)(4), and generated sars-cov-2 positive flu a negative, flu b negative. The same sample was repeated using a different cobas® liat® analyzer and generated sars-cov-2 negative flu a negative, flu b negative. The results were reported to the patient and or/ medical personnel, and no patient harm alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
Reviewing the run data, indicated that the discrepancy alleged is likely due to a sample near the limit of detection (lod) of the test, which can cause the sample to waiver between positive and negative, or other sample specific factors. As such, the concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. At this concentration, there are extremely limited copies of viral rna present in the sample which may not come into contact with the polymerase enzyme and be amplified sufficiently to generate a detectable fluorescence signal. Further investigation performed on the reagent showed no indication of any product issues. (B)(4).